Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not turning on. The philips field service engineer (fse) visited onsite and upon functional testing, the fse identified that the main pc was not turning on with the system. To resolve the issue, the fse performed a hard shutdown and manually started the main pc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not turning on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.